Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii closed IV catheter system was leaking from the tubing. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd intima-ii closed IV catheter system was leaking from the tubing. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8079074. Our records show the reported lot was manufactured on 11/07/2018, and it was determined that this is the first instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, with the dissection of the samples provided our engineers were able to identify an abnormality in the swage position of the device. This abnormality cause the extension tubing to become squeezed as the device was assembled, resulting in a small gap in the tubing and adaptor. Our engineers determined the root cause for the non-conformance in the swaging process is an obstruction of the camera on the swaging machine that lead to the swage to be terminated earlier than dictated by manufacturing procedure. To prevent a future occurrence of this issue, the camera system for the swaging machine has been optimized, and the production staff has been retrained to monitor for any obstructions to the camera. Bd will continue to track and trend for this issue.